Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated. .

Event description:
It was reported that the patient's leads were explanted for an unknown reason on an unknown date. No further information is available at this time.